Event description:
Rn went to heparinize a patient's central line after IV push medication. Rn obtained a pre-packaged heparin flush syringe, attached to the central line and attempted to push in heparin and met resistance in the line. Rn d/cd the syringe from the line to discover that the syringe was empty - syringe did not have heparin, but only air.